Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the arm, the site was irritated, itchy, swollen, a purulent cyst was formed with spots, skin came off after removing the pod and the blood glucose (bg) levels were 33.3 mmol/l (599.4 mg/dl) with large ketones present. The patient was taken to the hospital, placed on a drip and provided antibiotics through it ass well. The patient was advised to go back on multiple daily injections (mdi).